Event description:
It was reported that during the explantation of the instrument, the oxford sm size 3 bearing trial broke. Later in the same case the plastic tip of the tibia tray impactor chipped off during tibial impaction. There was no delay and no known impact or consequences to the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00111-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as lot number is not available. A review of the complaint database over the last 3 years has found 2 similar complaints reported with the item (B)(4) and no similar complaint with (B)(4). No trend identified. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: oxford gap gauge 8/9 sm, catalog #: 32-420392, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00111. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that during the explantation of the instrument, the oxford sm size 3 bearing trial broke. Later in the same case the plastic tip of the tibia tray impactor chipped off during tibial impaction. There was no delay and no known impact or consequences to the patient.